Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown recon nail 11/380. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that surgeon removed a recon nail due to non fusion. Surgical site was patient's right femur.